Event description:
While inserting the infusion port during a pars plana virectomy, a piece of the trocar broke off into the pt's left eye and was later retrieved. The surgery was extended but there was no pt injury.